Event description:
On (B)(6) 2012, the patient claimed her blood glucose was in the 70's mg/dl after she may have given more insulin via the subject pump due to an allegedly faded display screen. The patient also attributes her low blood glucose reading to increased activity at the water park. The patient allegedly was able to administer self treatment with food and drink to bring her blood glucose back to normal. The display issue was not resolved with troubleshooting. There was no product misuse. This complaint is being reported due to the alleged display issue. There was no serious injury associated with this complaint as the patient's condition did not meet animas criteria of a serious injury.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no alarms related to the complaint in the alarm history. On investigation, the pump powers on to the verify screen with vibratory and audible alarms. The display had a red tint to it and the information appeared difficult to read. Testing of the pump was able to be completed using a test display. The complaint of a discolored and difficult to read display was confirmed during investigation.